Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a patient was receiving 4 infusions through separate syringe pumps that were y'd together. The channel infusing midazolam, at an unspecified rate, displayed "channel disconnect" and shut off. The customer believes this affected the delivery rates of the other infusions, one of which was epinephrine, dosage and rate not provided. The programmed rates for the remaining 3 infusions were not changed. The patient reportedly had a labile blood pressure; the degree of impact is undetermined. No medical intervention was required. The biomed report showed the module had a defective internal power supply.

Manufacturer narrative:
The customer¿s report of a channel disconnect and shut off was confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. The pcu event and error logs were not received. Analysis of the syringe module logs showed that at 4:58 pm on (B)(6) 2016 the module was last programmed to infuse at 0.4ml/hr with a vtbi of 43.6ml and the infusion was started at 5:14 pm. At 7:40 pm, there was a loss of power, which would cause a channel disconnect alarm. There were no errors recorded in the error log on (B)(6) 2016. During initial inspection and testing the device would not power up until the logic board was replaced; it was noted to have a bad fuse. The device passed all preventive maintenance tests when tested with the customer¿s logic board with the fuse replaced. The proximate cause of the channel disconnect and shut off event was determined to be a blown fuse. The root cause was not identified.